Manufacturer narrative:
Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. It is unknown if there was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was not immersed in the detergent solution. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the subject device was unable to be specified. Deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. This issue is addressed in the instructions for use (IFU): ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.